Event description:
During a hip scope procedure utilizing the drill, 2.6 mm, bioraptor 2.3 sut anc, it was reported that during drilling the tip broke in the acetabulum. The drill tip was removed and a back-up device was used to complete the repair. The original drill site was left empty. A delay of two minutes resulted and it was reported that no patient complications or injuries occurred.

Manufacturer narrative:
Device evaluation: one 2.6mm bioraptor suture anchor drill was returned for evaluation. Visual examination of the drill confirmed the reported complaint of the drill head breaking off. Examination of the drill head shows the cutting edges to be dull. The shaft of drill is bent. The drill¿s condition is consistent with excessive force being applied during use due to the drill head¿s dull condition. The drill has been in use for over four years without previous issues. No root cause related to the manufacture of the device can be established. No further investigation is required. (B)(4).